Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification-ib) and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.0mm in diameter and 25mm long. The lesion was treated with predilation and placement of a 2.75x38mm ion stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with recurrent and worsening angina. The 85% focal edge stenosis of the previously placed study stent located in the proximal lad extending to the distal lad was treated with balloon angioplasty and placement using a 2.5x18mm (distally) and in the in-stent restenosis region using a 3.0 x 18 mm and 3.5x22mm (proximally) non-bsc drug eluting stents. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).